Manufacturer narrative:
Induction was repeated with automatic gain control at 0.6 millivolts, and the undersensing issue was improved but not resolved. Anti-tachycardia pacing did convert the patient ultimately. An increase in automatic gain control starting value did mitigate the issue. Both medical devices remain actively in service, without further issue. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead at implant did exhibit 6 seconds of undersensing of ventricular fibrillation post-induction, resulting in some intermittent delays in therapy (intermittently vp and limited ap, mostly as). There were no adverse patient effects associated with this clinical observation.